Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for a bent rear fork assembly. The underlying cause could not be identified.

Event description:
Rear fork was bent.